Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2500 ohms. There was also loss of capture observed, and a patient heart rate of 36 beats per minute (bpm). After the lss, noise and oversensing were observed. A lead fracture was noted. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.